Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive between the plastic cover and distal end of the device. In addition, the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the scope connector leaked air and water, there were irregularities in the adhesive on the bending section, and a scratch on the plastic distal end cover. The subject device was sent to an olympus service center for evaluation. During the receiving inspection, service found a gap in the adhesive between the plastic cover and distal end of the device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the deterioration of glue between plastic cover and c-body due to chemical stress from device handling or storage environment. The event can be prevented by following the instructions for use (IFU) which state: chapter 5 storage and disposal: ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ 5.1 storage of the endoscope: 2. ¿confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.